Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited residual liquid or foreign material coming out of the channel tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: leakage occurred in the forceps mouth and due to that, reprocessing was not accomplished and the foreign object remained in the forceps. This issue is addressed in the instructions for use (IFU): IFU states chapter 6 compatible reprocessing methods and chemical agents. IFU states chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.